Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6), 2014. According to the complainant, the device failed. However, the nature and cause of failure is unknown. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device noted that the device was half deployed. The clip assembly was not returned. The yoke was still attached to the control wire. It was then actuated and deployed. A kink was noted in the control wire. Based on the condition of the returned device, the reported failure of clip unable to release from the catheter was unable to be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2014. According to the complainant, the device failed. However, the nature and cause of failure is unknown. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.